Manufacturer narrative:
Patient information was unavailable. During the onsite inspection, the medtronic representative reported that the issue was being caused by corrupt software on the image acquisition system (ias) computer. The computer was replaced. The replaced computer was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that when bringing the imaging system in for a case the system showed all red x's. The imaging system had no issues during the first case of the day. The site rebooted the image acquisition system (ias) and the system would not boot past 'system booting, please wait' screen. As a result of the issue, imaging was aborted. There was no patient impact reported and the delay in surgery was less than an hour.

Manufacturer narrative:
Correction to system type.

Manufacturer narrative:
The image acquisition system (ias) computer was returned to the manufacturer for analysis. Investigation was unable to confirm reported problem "software corruption." Performed bench test time/date (cmos) check, os and imaging system application load were successful. Sql error noted on bench. Virus scan was performed. Installed imaging system computer in imaging system and the system readied and functioned as expected. Communication, 2d and 3d imaging were all successful while under test. No problem found. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Additional information: patient ID, age and gender provided.